Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, deployment and removal difficulties were encountered. The 80% stenosed lesion being treated was located in the moderately tortuous, moderately calcified proximal left anterior descending (lad) artery. The 2.75x32mm taxus liberte drug eluting stent couldn't be deployed at the target lesion. When the physician tried to withdraw the delivery device, resistance was encountered. Finally the physician had to retrieve the stent delivery system with guide catheter. The procedure was completed with a 2.50x20mm and a 2.75x24mm mm taxus liberte drug eluting stent. No patient complications were reported. Patient status reported as "stable".

Manufacturer narrative:
Returned product analysis revealed proximal stent damage. The proximal stent struts were severely misaligned. Proximal stent damage is consistent with the device meeting some form of restriction during withdrawal. In the complaint report it is noted that the physician encountered significant resistance during the withdrawal of the taxus liberte (mr) ous - 32 x 2.75mm device. It is advised in the taxus liberte directions for use, that if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and guiding catheter should be removed as a single unit. Failure to do so and or applying excessive force during withdrawal can potentially result in device damage. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. The device was attached to an encore inflation device and the balloon inflated successfully. During the analysis the stent became detached from the balloon. A review of the shop floor paperwork found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause is determined to be handling.